Event description:
It was reported that before using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, customer noticed that 200 tubes had excessive additives. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed, and additive can be seen present in the tubes in a clump adhering to the sidewall of the bottom of the tube. This type of powder can form a clump, and this is not an unusual appearance. Additionally, 90 retention samples from bd inventory were evaluated and no issues were observed relating to excessive additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of excessive additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, customer noticed that 200 tubes had excessive additives. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed, and the indicated failure mode for incorrect additive quantity -excessive with the incident lot was not observed. Additive appeared to be adhering to the tube wall, but this is not an unusual appearance for the powder additive. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect additive quantity -excessive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of incorrect additive quantity -excessive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."